Event description:
It was reported that the customer had high blood sugars and was hospitalized. Customer's blood glucose reading at the time of hospitalization was 19 mmo1/l. Caller stated that the insulin pump is crack at the corner of the display window. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.